Event description:
This is a female with a history of cervical diskectomy in 1999. In this year, she began to have severe back pain, as well as some neck pain with left arm pain, paresthesias and some intermittent ataxia. Testing revealed a right-sided c-6 screw displacement from the anterior cervical plate in addition to her lumbar stenosis and scoliosis. Therefore, she was taken to surgery in 2007 for removal of the failed cervical hardware. She tolerated the procedure well and was discharged to home in good condition on the following day. See scanned pages.